Event description:
It was reported that an alerts were generated on two separate occasions for atrial tachycardia response (atr) episodes. Review of the episodes identified noise and oversensing on the atrial channel. Lead trend data showed a previous stable atrial pacing impedance measurement of 370 ohms. However, varying measurements between 262 ohms and 382 ohms were observed over the past four months. The patient's system consisted of a boston scientific implantable device with competitive atrial, left ventricular and right ventricular leads. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alerts were generated on two separate occasions for atrial tachycardia response (atr) episodes. Review of the episodes identified noise and oversensing on the atrial channel. Lead trend data showed a previous stable atrial pacing impedance measurement of 370 ohms. However, varying measurements between 262 ohms and 382 ohms were observed over the past four months. The patient's system consisted of a boston scientific implantable device with competitive atrial, left ventricular and right ventricular leads. The device remains in service and no adverse patient effects were reported.